Event description:
It was reported that the anesthesia system failed the flow transducer test and the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital. The investigation concluded that the patient cassette had presence of water inside. After having dried the cassette and cleaned the safety valve, the system checkout passed and ventilation on a test lung test worked normally. The device was cleared for clinical use. A complete set of device logs was received. The received logs confirm the reported issues with system checkout failures and a technical error indicating an open safety valve. Based on the available information it is concluded that the reported issues were solved by drying out the patient cassette and cleaning of the safety valve.